Event description:
It was initially reported that the customer's device had its service indicator illuminated and had logged an event code. After an initial evaluation of the device, it was observed that the device would not deliver defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and observed extensive electrical damage to multiple components due to excessive current. Circuit analysis determined the cause of the excessive current was due to a diode, designator cr44.